Manufacturer narrative:
(B)(4). Manufacturing date: 05july2004. Expiry date: 01june2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional information was not provided by reporter. This report is for one, unknown prodisc-c implant. Part and lot numbers were not provided by reporter. UDI #: unknown part number, UDI is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical (B)(4) study patient ID #03-a27 reported significant neck pain and right upper extremity (rue) pain since motor vehicle accident (mva). This report is for one, unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding whether or not there was any treatment for the events. There is no information to suggest a clear association between the reported events and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding whether or not there was any treatment for the events. There is no information to suggest a clear association between the reported events and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
Patient height reported as 5 feet 5 inches. Device has not been reported as explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The UDI codes apply only for us class iii device codes; ous codes do not fall under the UDI regulation. Therefore no UDI is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient was implanted with prodisc-c large 6mm at c6-c7 on (B)(6) 2005 with no reported complications. Patient was discharged to home on (B)(6) 2005 and prescribed antianxiety medications (valium) and narcotics (percocet). The patient completed the study on (B)(6) 2013. The following adverse events were reported: (B)(6) 2009: patient reported intermittent weakness in the left upper extremity (lue), likelihood - unanticipated, severity - moderate, intervention - MRI and emg, status - ongoing. (B)(6) 2011: patient reported tingling in small and ring fingers bilaterally. No additional information provided.